Manufacturer narrative:
Product was replaced and requested back for investigation.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 2 and error 4 message when she applies her blood on the test strips her meter. Customer said they are unable to do the re-test. . This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.